Event description:
It was reported that a balloon detachment and shaft fracture occurred. The target lesion was located in a severely calcified and severely tortuous circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. The device was inflated multiple times and got stuck on the calcium, which sheared the balloon and fractured the shaft. A part of the balloon was stuck in an artery and they were able to retrieved a part of it and the remaining parts were crashed up against the wall with an unspecified bsc stent. The procedure was completed with this device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).